Event description:
The manufacturer received information alleging patient's device is broken related to a CPAP, device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported patient's device is broken related to a CPAP device's sound abatement foam.. The manufactuer received additional information alleging dizziness and eye twitching.there was no allegation of serious or permanent harm or injury. Section b3, g3, h6 was reported incorrectly in prevoius report which is now been been corrected in this follow-up report. Section e1 was missing with reporter's name in prevoius report which is been updated in this follow-up report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of dizziness,eye twitching and loud noise from portion of the humidifier. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer powered up but did not provide airflow due to the foam being in the blower. The manufacturer concludes there was presence of degraded sound abatement foam. Section h6 were updated in this report.